Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Additionally, the customer experienced low blood glucose (bg) level of 40 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level.